Event description:
A battery support system came in for repair with well #3 inoperative. Upon case removal, it was discovered that a hole had been burned in the 26 conductor ribbon cable that connects the computational power supply pcb to the display pcb. The ribbon cable had been folded and placed on top of r67 causing this burn. It appears that placement of the ribbon cable on top of this high wattage resistor is a possible fire hazard.